Manufacturer narrative:
No button error alarm noted. However the insulin pump was unresponsive esc button due to corroded keypad trace. Analysis was unable to perform displacement test due to unresponsive button. The insulin pump had battery tube threads cracked, cracked reservoir tubelip and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.